Event description:
The patient presented for study with an existing IV line. The nurse flushed the line and determined it was open. The patch was placed over the angiocath and the tip of the angiocath was placed between the two inner electrodes. The nurse palpated the area during the injection and paused the injection at 70 cc when the patient complained of pain. It was estimated that approximately 60 cc of contrast extravasated. The contrast was dispensed under the patch and up through the arm; it did not pool in one area. The pt was treated with warm compresses and was reported to be doing fine. No additional medical/surgical intervention was required.